Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following discharge after implant the patient returned to the emergency room after experiencing syncope. Upon interrogation there was right ventricular (rv) loss of capture (loc) where the patient went bradycardia with asystole greater than two seconds. Further evaluation found that the patient also experienced brady induced torsades. An x-ray was taken which seemed to show the rv lead was in the same position as implant, however a micro dislodgement was suspected. Subsequently a revision procedure was performed where the rv lead was successfully repositioned from the rv outflow tract to the rv apex. No additional adverse patient effects were reported and the lead remains in service.